Event description:
The customer contacted beckman coulter, inc (bec) to report that blue caps were coming off their primary and secondary tubes when using their power processor with line controller. The blue caps coming off the tubes were interfering with tube placement in the refrigerated stockyard. There was no report of erroneous pt sample results being generated. There was no report of impact to pt treatment associated with this event. A tube containing serum was dropped inside the refrigerated stockyard. There was no exposure or injury to the customer. Medical attention was not sought. It is unk if the customer reviewed the material safety data sheet (msds). It is unk if the laboratory has a risk management plan in place.

Manufacturer narrative:
The customer bypassed the recapper so that no caps are put on tubes until replacement caps arrived. Bec sent the customer another lot number of caps. This reportable event was identified during a retrospective review conducted between 01/01/2008 and 10/23/2010 of complaints for add'l reportable events.